Event description:
Consumer reported, that some catheters feel like they don't have enough hydrophilic coating on them, not as slippery as others and the ones that don't have enough he said they "get stuck" as he is trying to insert them all along his urethra and also feels this during removal. They just "don't slide in as well" as they used to. He said he thinks it could be some with not enough coating along them. He said when they feel "like they get stuck" in urethra has to use "extra force" and he will see just a trace of blood when the catheter is removed, bleeding stops quickly. He has noted however in the last 5 months he has gotten 2 utis about a month apart each one with symptoms resolving after treatment. His symptoms are malodorous urine, irritation in urethra/bladder and color of urine is dark. He said each time he got his urine tested at lab and antibiotics (names unknown) were prescribed each time and his symptoms resolved.

Manufacturer narrative:
A2: 87 years. A3: male. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.